Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was not given and the subject was not on a prior regimen of aspirin or other antiplatelet medications at the time of index procedure. The subject did not receive any loading doses anticoagulants. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). Of note, no conduction disturbances were noted post balloon valvuloplasty. Subsequently, a 25 mm lotus edge valve was deployed. There was correct positioning of the lotus edge valve into the proper anatomical location without the need for repositioning. During the index procedure, the subject developed a new onset of lbbb. Hospitalization was prolonged to treat the event. The event was considered resolving.